Event description:
It was reported on (B)(6) 2013 during a hip procedure that a small battery drive worked intermittently. Reportedly the surgeon used a spare device to complete the procedure. There was no surgery delay reported. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record review reported the following: manufacturing documents were reviewed and no complaint related issues were found.